Event description:
As reported, at the end of the sfa angioplasty procedure upon removing the peripheral cutting balloon, the sheath was touched and one of the blades detached. A snare was used to retrieve the blade.